Event description:
It was reported that during a stenting treatment procedure, stent damage occurred.during the procedure, the physician selected a 3.5x38mm promus element stent to treat an unspecified coronary vessel. The stent delivery system was advanced, but it was unable to cross the lesion. When it was removed, the stent appeared to be damaged. No patient complications were reported.

Manufacturer narrative:
Device is combination product.(B)(4)

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device identified stent damage. Several rows of struts in the middle of the stent were stretched distally so that the distal edge of the stent was resting on the distal markerband. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the lesion being treated was a subocclusive proliferative in-stent restenosis of a saphenous vein graft (svg) on left anterior descending (lad) artery. Another manufacturers' guide wire was advanced across the lesion into the distal lad and the lesion was pre-dilated with a 2.5mm balloon. This 3.50x38mm promus element stent was advanced but unable to cross the lesion. The stent delivery system was removed and the stent appeared damaged in the mid segment with some struts protruding. The procedure was then completed with the deployment of 3.5x34mm and 3.5x38mm non-bsc stents on the svg. The patient was asymptomatic and stable following the procedure. It was noted a small perforation of the svg wall occurred that was not related to the promus element.